Manufacturer narrative:
The device jaws were visually inspected under 10x magnification and it is confirmed that the stationary jaw is broken off and the broken piece was returned with the device for evaluation. The entire device shaft was visually inspected and the shaft is bent slightly upward where the shaft is welded onto the strain relief. The shaft itself will no longer lay flat on the table. This type of defect is typically seen when lateral force is applied to the device. There are no other defects detected with this device. These devices are visually and functionally tested 100 percent prior to packaging. A review of the device batch record was performed for raw materials, in process and finished goods for lot number 1990 and there were no non-conformances or CAPA's opened in relation to the nature of the complaint. The devices met all raw materials, in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during a surgical procedure while using the grasper forcep, the jaw broke off inside the patient. The jaw was successfully retrieved with no patient harm.